Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to t-wave oversensing. Technical services discussed programming options. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to t-wave oversensing. The device had inappropriate shocks while using the primary sensing vector and, after reprogramming, the secondary sensing vector. Technical services advised to test the patient on a treadmill to see if a good reference electrogram can be captured. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to t-wave oversensing. Technical services discussed programming options. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to t-wave oversensing. The device had inappropriate shocks while using the primary sensing vector and, after reprogramming, the secondary sensing vector. Technical services advised to test the patient on a treadmill to see if a good reference electrogram can be captured. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing. The device had inappropriate shocks while using the primary sensing vector and, after reprogramming, the secondary sensing vector. Technical services advised to test the patient on a treadmill to see if a good reference electrogram can be captured. There were no additional adverse patient effects. The system remains implanted.